Manufacturer narrative:
Product analysis heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed bubbling/ splitting of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was exposed device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed one kink along the shaft, the kink was observed at approx. 17.2 cm from the distal tip of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a closurefast catheter during treatment of the patient¿s great saphenous vein (gsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. Proper temperature was reached. Tumescent infiltration was utilized. Local anesthesia was used. Hand compression was used. Damage to the working section of the catheter was reported, when removed from the patient's body after the operation, it looked like it was burned and to be melted. No part of the coil was exposed and no error messages/codes/warnings were displayed on the rfg. The device was safely removed from the patient and no vessel damage was reported. This issue is reported for 2 catheters. A new catheter was opened and used to complete the procedure. 2 segments were treated and the vein is reported to have closed. No additional treatment required and no patient injury reported. When the device was returned it was noted that the coil was exposed.